Event description:
It was reported that the system continued to produce x-rays after the x-ray button was released. Customer had to shut down the system in order to stop the x-rays.

Manufacturer narrative:
Customer cancelled service call, customer thinks problem is related to power issues in the building. System is operating as intended.